Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed use residue on the sample. The catheter was observed to be ruptured between the 37cm and 38cm depth marks. The distal segment of the catheter was not returned. A microscopic observation revealed the break site had uneven fracture surface, with it being partially flat and smooth, and partially rough and irregular. The edges were observed to be somewhat rounded and polished on the irregular side of the break. This indicates the catheter experienced repetitive kinking or compressional forces. Additionally, evidence of tensile (pulling) forces was observed at the break site. It is likely that the break ultimately occurred during removal of the catheter as stated in the description of the event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported a patient attended for dressings and mentioned the district nurse said her line was leaking on tuesday, but they hadn't sent her in to the facility. We flushed it and there was a leak internally meaning we had to proceed to removal, however on removal it broke off leaving only 11cm removed. We got vascular services from another facility involved and she went over there for it to be retrieved. It was a 4 french groshong placed (B)(6) 2025, issue occurred on (B)(6) 2025. Securacath was in situ.